Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No moisture was noted on the electronic assembly.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated that the insulin pump fell over a can and was exposed to moisture. Blood glucose level is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.